Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: partial deployed stent/thrombus, requiring medical intervention to prevent permanent impairment or damage. Device issue: stent partially deployed. It was reported that the stent was deployed without an issue. However, upon removal of the stent delivery system (sds), the balloon could not be pulled into the 6fr guiding catheter. It was reported that a double negative pull of the sds balloon was performed and the balloon was winged and could not be removed through the guiding catheter. Therefore, the devices were removed as a single unit. The pt experienced chest pain about an hour and a half later and was brought back into the cath lab. There was thrombosis of the stent noted and it was suctioned out and then the stent was post dilated with a balloon catheter which resolved the pt's symptoms. It was stated that they did not feel that the stent was fully apposed. Reportedly, angiomax, an anticoagulant was given after the index procedure, however, the nurse indicated that the medication may not have taken effect yet. No additional event or pt info is available.

Manufacturer narrative:
.